Manufacturer narrative:
Review of the device history records will be conducted. Device is in the process of being returned to manufacturer. Histopathological evaluation will be conducted upon return of valve.

Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 5 years and 8 months due to a reported structural valve deterioration. Small intrinsic calcifications were detected in leaflet b. There was no endocarditis in the returned valve. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet stiffening. It is possible that the patient's clinical conditions and risk factors (hypertension, aortic valve stenosis, coronary artery disease and hypercholesterolemia) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 24 oct 2014 that mitroflow valve (lxa, size 19) was explanted after 5.7 years due to a reported structural valve deterioration.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (model lxa,size19) was explanted after 5.7 years.